Event description:
The customer stated the architect ca19-9xr reagent lot 08853m500 generated falsely elevated patient results (no specific data was provided). No impact to patient management was reported.

Manufacturer narrative:
Patient: (B)(4) no consequences or impact to patient. Device: (B)(4) high test result. Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.